Event description:
During a routine maintenance visit. Ohmeda service representative noted output of vaporizer was not within specification. Ohmeda's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.